Event description:
It was reported that, after a hip surgery had been performed, a unknown reflection liner dislodged from the cup. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the liner. The condition of the patient is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the smith and nephew liner will not be returned, nor will adequate supporting clinical documentation be provided to fully evaluate the complaint. Therefore, we are unable to determine a root cause of the reported failure. Based on the limited information provided, initially they to the problem was with the actual cup, however, the surgeon revised the patient and decided to try the 32mm 54/56 liner that successfully locked. According to the report, the surgeon then pointed the liner was at fault. The impact to the patient beyond that which has already been reported cannot be determined. If additional clinically relevant supporting documents are provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.